Event description:
It was reported patient had tmj devices implanted on (B) (6) 2004. After two and a half year of increasing pain again from the left joint, accompanied with distinct local swelling. As imaging was negative the condition was considered to possibly arise from an allergic reaction to the prosthesis material. A revision surgery was performed on (B) (6) 2010, which revealed broken fossa prosthesis.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Mode of failure: areas of high stress and plastic deformation were observed during stage I analysis within the screw holes, and material damage was also noted at the location of the screws. These areas of high stress and material damage were the possible report of over tightening the screws as noted in the complaint report. Over torqueing the screws would contribute to material damage and increased stress at the screw hole, and lead to static overstress and plastic deformation. Fatigue is a possible mode of failure as the repeated loading of the device over time could have resulted in stresses exceeding the tensile strength of the material. This is consistent with the clinical reports of postoperative pain and swelling that occurred 2.5 years after surgery and the results from the retrieval analysis. Fractures in the fossa were noted between the screw holes, indicating fracture of the material at areas of high stress over time. Environmental cracking is a possible mode of failure. There was evidence to support possible failure of the device due to combined effects of mechanical stress with the environment. Coupled with the possible over torque of the fossa screws, the subsequent static overstress and plastic deformation, and the repetitive load over time, there were observed fractures on the fossa indicative of environmental cracking. Cause of failure: material failure is a probable cause of failure, as the revision surgery revealed a fractured fossa component. The fossa flange was fractured into multiple pieces between the screw holes. This instability is consistent with the clinical symptoms of swelling and pain, which the patient experienced 2.5 years after device placement. This led to the revision surgery. Stage I analysis confirmed a fractured fossa and areas of high stress at the areas of screw placement and near the fractures. Over torque of the fossa screws was reported in the complaint file as a possible cause of failure. Areas of high stress and plastic deformation were observed during stage I analysis within the screw holes, and material damage was also noted at the location of the screws. These findings support technique failure due to over torqueing of the fossa screws as a possible cause of failure.